Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The suction port on the atrium chest drain is misshaped? It appears to be melted. The holders to hang the drain on the bed space are cracked and broken off.

Event description:
N/a.

Manufacturer narrative:
Investigation summary: this complaint reports that a drain was opened and was found to be damaged. The customer described the suction port as looking misshapen or melted. They also stated that the hangers were cracked and broken. They provided pictures which show that the handle on top of the drain is broken and one of the hangers is missing. The tip of the nozzle appears crushed. The user stated that there was no damage noticed on the shipping box or sterile pouch. They said the drain was stored on a shelf in their storage room and it was not dropped or otherwise impacted while in their possession. The damage to the drain was identified before use, and so it never came into contact with a patient. The device was returned for evaluation. The handle is cracked at several of the holes where the hangers attach. One of the hangers is missing. The tip of the suction nozzle is crushed. As evident by the white markings on the suction nozzle, caused by polymer crystallization from the plastic being stretched and bent, it does not appear as if heat was the cause of the deformation. Plastic bending due to high temperature does not typically get discolored in this way. Rather, the drain appears as if it were crushed from above, causing damage to the topmost parts of the drain. The damage to the drain is easily noticeable and is extremely unlikely to have passed visual inspection during manufacturing. The lack of any damage to the pouch indicates that the drain was most likely not in the pouch when the damage occurred. If the damage to the drain occurred while it was in its shipping box, both the box and the pouch would likely have been damaged as well, and the customer reported that neither were damaged. The damage to the drain could have been caused by a drop, by the drain getting crushed under hospital equipment (e.g. A hospital bed), or by any other means of applying force to the top of the drain. DHR 499809 was reviewed and no evidence was identified to suggest this complaint is related to manufacturing. The IFU provides adequate instructions for use of the device. The user did not use the damaged device, as instructed by the IFU. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found one similar complaint, the root-cause of which could not be identified. A recurring lot number report identified no other complaints involving lot 499809. An ncr review did not identify any related ncrs. This complaint is confirmed and a device nonconformance was also confirmed, however it cannot be determined when the nonconformance occurred. An opportunity for the damage to occur during manufacturing and still ship to a customer was not identified. It most likely occurred during shipping or while in use by the customer, however the customer reported that there was no damage to any of the packaging. An exact cause could not be identified. The root-cause of this complaint is impossible to define. No evidence was identified to suggest that this complaint is related to design, manufacturing or instructions for use. This incident most likely did not occur during manufacturing and there was no harm to a patient as a result.